Manufacturer narrative:
Bayer case number: (B)(6). Pelvic pain, [pelvic pain female] implants started to migrate [device migration] dyspareunia [dyspareunia] headaches [headache] tuba erecta (fallopian tube rigidity) [fallopian tube disorder] joint pain and muscle pain, [arthromyalgia] recurring tendinitis, [tendinitis] recurring sciatica, [sciatica] diffuse pain throughout the body 24 hours a day/7 days a week [general body pain] impaired memory [memory impaired] impaired concentration [concentration impaired] gastrointestinal issues (intestinal and liver problems) [gastrointestinal disorder] tingling [tingling] sleep disturbance [sleep disturbance] dizziness [dizziness] nausea [nausea] sigmoiditis [sigmoiditis] blood in stool [blood in stool] urinary tract infections [recurrent urinary tract infection] pyelonephritis [pyelonephritis] depression [depression] mood swings [mood swings] suicidal thoughts [suicidal ideation] visual impairment [visual impairment] weakened teeth [disorder tooth] chronic fatigue [chronic fatigue]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 15-apr-2026. The most recent information was received on 24-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain,") in a 40 year-old female patient who had essure inserted (lot no. 855621) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 65 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), device dislocation ("implants started to migrate"), dyspareunia ("dyspareunia"), headache ("headaches"), fallopian tube disorder ("tuba erecta (fallopian tube rigidity)"), arthralgia ("joint pain and muscle pain,"), tendonitis ("recurring tendinitis,"), sciatica ("recurring sciatica,"), pain ("diffuse pain throughout the body 24 hours a day/7 days a week"), memory impairment ("impaired memory"), disturbance in attention ("impaired concentration"), gastrointestinal disorder ("gastrointestinal issues (intestinal and liver problems)"), paraesthesia ("tingling"), sleep disorder ("sleep disturbance"), dizziness ("dizziness"), nausea ("nausea"), colitis ("sigmoiditis"), haematochezia ("blood in stool"), urinary tract infection ("urinary tract infections"), pyelonephritis ("pyelonephritis"), depression ("depression"), mood swings ("mood swings"), suicidal ideation ("suicidal thoughts"), visual impairment ("visual impairment"), tooth disorder ("weakened teeth") and fatigue ("chronic fatigue"). Essure was removed on (B)(6) 2019. The patient was treated with surgery (to remove essure). At the time of the report, the arthralgia, tendonitis, sciatica, pain, memory impairment, disturbance in attention, gastrointestinal disorder, depression and fatigue had not resolved. The outcomes for pelvic pain, device dislocation, dyspareunia, headache, fallopian tube disorder, paraesthesia, sleep disorder, dizziness, nausea, colitis, haematochezia, urinary tract infection, pyelonephritis, mood swings, suicidal ideation, visual impairment and tooth disorder were unknown. No causality assessment was received for essure with regard to pelvic pain, pain, memory impairment, disturbance in attention, gastrointestinal disorder, dizziness, nausea, dyspareunia, arthralgia, tendonitis, sciatica, paraesthesia, sleep disorder, colitis, haematochezia, fallopian tube disorder, device dislocation, urinary tract infection, mood swings, pyelonephritis, depression, suicidal ideation, headache, tooth disorder, visual impairment or fatigue. The reporter commented: in great shape before the essure implants, life now in pieces. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kg. Batch number- 855621; manufacture date- 2011-04-30; expiration date- 2014-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-apr-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) pelvic pain, [pelvic pain female] , implants started to migrate [device migration] , dyspareunia [dyspareunia] , headaches [headache] , tuba erecta (fallopian tube rigidity) [fallopian tube disorder] , joint pain and muscle pain, [arthromyalgia] , recurring tendinitis, [tendinitis] , recurring sciatica, [sciatica] , diffuse pain throughout the body 24 hours a day/7 days a week [general body pain] , impaired memory [memory impaired], impaired concentration [concentration impaired] , gastrointestinal issues (intestinal and liver problems) [gastrointestinal disorder] , tingling [tingling] , sleep disturbance [sleep disturbance] , dizziness [dizziness] , nausea [nausea] , sigmoiditis [sigmoiditis] , blood in stool [blood in stool] , urinary tract infections [recurrent urinary tract infection] , pyelonephritis [pyelonephritis] , depression [depression] , mood swings [mood swings] , suicidal thoughts [suicidal ideation] visual impairment [visual impairment] , weakened teeth [disorder tooth] , chronic fatigue [chronic fatigue] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 15-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain,") in a 40-year-old female patient who had essure inserted (lot no. 855621) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 65 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), dyspareunia ("dyspareunia"), arthralgia ("joint pain and muscle pain,"), tendonitis ("recurring tendinitis,"), sciatica ("recurring sciatica,"), pain ("diffuse pain throughout the body 24 hours a day/7 days a week"), memory impairment ("impaired memory"), disturbance in attention ("impaired concentration"), gastrointestinal disorder ("gastrointestinal issues (intestinal and liver problems)"), paraesthesia ("tingling"), sleep disorder ("sleep disturbance"), dizziness ("dizziness"), nausea ("nausea"), colitis ("sigmoiditis"), haematochezia ("blood in stool"), fallopian tube disorder ("tuba erecta (fallopian tube rigidity)"), device dislocation ("implants started to migrate"), urinary tract infection ("urinary tract infections"), pyelonephritis ("pyelonephritis"), depression ("depression"), mood swings ("mood swings"), suicidal ideation ("suicidal thoughts"), visual impairment ("visual impairment"), headache ("headaches"), tooth disorder ("weakened teeth") and fatigue ("chronic fatigue"). Essure was removed on (B)(6) 2019. The patient was treated with surgery (to remove essure). At the time of the report, the arthralgia, tendonitis, sciatica, pain, memory impairment, disturbance in attention, gastrointestinal disorder, depression and fatigue had not resolved. The outcomes for pelvic pain, dyspareunia, paraesthesia, sleep disorder, dizziness, nausea, colitis, haematochezia, fallopian tube disorder, device dislocation, urinary tract infection, pyelonephritis, mood swings, suicidal ideation, visual impairment, headache and tooth disorder were unknown. No causality assessment was received for essure with regard to pelvic pain, pain, memory impairment, disturbance in attention, gastrointestinal disorder, dizziness, nausea, dyspareunia, arthralgia, tendonitis, sciatica, paraesthesia, sleep disorder, colitis, haematochezia, fallopian tube disorder, device dislocation, urinary tract infection, mood swings, pyelonephritis, depression, suicidal ideation, headache, tooth disorder, visual impairment or fatigue. The reporter commented: in great shape before the essure implants, life now in pieces. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.